Event description:
Patient reported experiencing pain in the breast and capsular contracture, baker grade unknown. Additionally, patient reported "allergy named samter triad" which has been deemed not related to the device. Affected side is right. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported experiencing pain in the breast and capsular contracture, baker grade unknown. Additionally, patient reported "allergy named samter triad" which has been deemed not related to the device. Healthcare professional reported capsular contracture, baker grade iii-IV. Affected side is right. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified deformation the device and cloudy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d2, d4, d6a, g1, g2, h4, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii-IV.